Manufacturer narrative:
Qn#(B)(4). The customer returned one, two-lumen PICC for evaluation. Signs-of-use in the form of biological material was observed on the juncture hub. The catheter body was intentionally severed just below the 40cm mark. The severed portion was not returned for analysis. After the catheter failed functional testing, the distal extension line was microscopically examined. A small hole was detected at the junction of the lumen and luer hub. The distal extension line from the luer hub to the juncture hub measured 1.625", which is not within the specification limits of 1.59"-1.61" per the catheter graphic; however, it was determined that this was likely due to the hole in the distal extension line. The distal extension line outer diameter measured .0933", which is within the specification limits of .093"-.097" per the extension line extrusion graphic. The distal extension line inner diameter measured .057", which is within the specification limits of .055"-.059" per the extension line extrusion graphic. The catheter was initially flushed using a lab inventory syringe to ensure there were no blockages. The catheter distal tip was then occluded and both extension lines were pressurized using a water-filled lab inventory syringe. A small leak was detected from the luer hub/lumen junction when the distal line was pressurized. No leaks were detected in the proximal line. A manual tug test confirmed both extension lines were fully secured within the luer hubs. A device history record review was performed, and a potential relevant finding (internal non-conformance) was identified from the coated catheter lot 17c18k0161; however, this non-conformance is related to the coating of the catheter. The coating process and qc/quantity are unrelated to the molding of the components and unlikely to affect these portions of the device; therefore, this finding is deemed not relevant to this complaint issue. The IFU provided with the kit informs the user "do not apply excessive force in placing or removing catheter. Failure to do so can result in catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained, and further consultation requested." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The distal extension line contained one small hole adjacent to the luer hub. A device history record review was performed with no relevant findings. Due to a rising trend of extension line leaks, a CAPA has been implemented to further address this complaint issue. The root cause has been determined to be manufacturing-assembly related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the catheter leaked where the hub meets the pigtail.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the catheter leaked where the hub meets the pigtail.